Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2022. During the procedure, the balloon was stuck and broke off inside the scope. The detached balloon could not be retrieved and the scope was sent out for repair. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.